Manufacturer narrative:
Upon communication with the field service technician and use facility, it was identified that this was reported in error, as none of the devices at the user facility needed servicing. No repairs of any kind was made to this unit.

Event description:
This report now summarizes 1 malfunction events(s), instead of 2.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced chair difficult to fold into seat position/fold up. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.